Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold due to patient anatomy. During the revision procedure, the rv lead dislodged and was difficult to screw in. The rv lead was explanted and replaced. The replacement rv lead had helix retraction difficulties. The replacement rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.